Event description:
It was reported that the surgeon used both drills then inserted the implant into the second metatarsal. The corkscrew was about halfway in when the tip of the screwsdriver broke off and cut the tightrope sutures. A second incision (surgical intervention) was made in the web space between the second and third matatarsal to retrieve the corkscrew. Another implant was used to complete the case. Case was a bunionectomy.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The round tightrope button, driver and corkscrew for an (B)(4), mini-tightrope ft, were returned. The driver's distal square drive is broken-off at an angle and the returned sutures are broken and frayed at the ends. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.